Event description:
Boston scientific received information that this right ventricular (rv) lead had a high out of range shock impedance measurement. Boston scientific technical services was contacted to troubleshoot this issue. Ts provided information on possible causes of the out of the range shock impedances and help in troubleshooting this issue. No adverse patient effects were reported.

Event description:
Additional information was recently received that the high shock impedances have persisted since the initial observation, and currently remain above 200 ohms. Recently, defibrillation testing was performed to assess the lead issue. The shock during the testing resulting in a shorted lead and a fault code. At the current time, no intervention has yet been performed or planned with no adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted and in service. When additional information becomes available this investigation will be updated.

Manufacturer narrative:
With current information both the device and lead remain in service at this time. No further information is available. This report will be updated if more information becomes available.